Manufacturer narrative:
Imdrf codes must be updated.

Event description:
Imdrf codes must be updated.

Event description:
Material# 305932, batch# 4066025. It was reported that the bd syringe 0.5ml 29ga 1/2in bls 400 sg had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported by customer that went to un cap the bd safety glide insulin needle to use the syringe and the needle and syringe came out of the cap, but the safety device was stuck and left behind in the cap. Verbatim: rcc received a complaint via email. Email(s) attached. Went to un cap the bd safety glide insulin needle to use the syringe and the needle and syringe came out of the cap, but the safety device was stuck and left behind in the cap. Product# 305932. Lot# 4066025c1.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.